Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. When the delivery system was removed from the patient the capsule fell off into the patient's stomach. No serious injury to the patient was reported.